Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-02489. It was reported the patient was to undergo a permanent lead implant on (B)(6) 2018. While the physician attempted to place one of the patient¿s leads, a cerebrospinal fluid (csf) leak occurred. The physician therefore abandoned the procedure. No blood patch was performed, and the leak resolved without further intervention.